Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that the transformer housing was breached while in her possession, though she didn't report as such. She indicated that after using the power supply for 2-3 months, it broke but she continued to use it until it stopped powering her pump. She did not witness any sparking, smoke, fire or flame and no injuries were sustained as a result of the issue. A product eval indicated a breach in the transformer housing. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracked (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. See scanned page.

Event description:
The customer reported to customer svc that the power cord for her breast pump does not work. When the product was received on (B)(4) 2012, a breach in housing was noted.